Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204, 102) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. In addition, the monitor produced service code 102. Upon evaluation, there was contamination on the u901 processor. The cause of the code 102 is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 204 and 102.